Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the device was continuously activating.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: there was an abnormality while using the rf, it was likely a short circuit. The probable root cause/s could be the saline water penetrates internally and cause a short circuit to the pcb buttons. An internal leak due to a broken/damaged bond of the polyimide and suction tubing.

Event description:
It was reported that the device was continuously activating.